Manufacturer narrative:
On (B)(6), 2010, c-reactive protein (crp) was performed before discharge with unk results. On (B)(6), 2010, the pt was seen by the physician and given a cortisone injection in the knee after 110 ml of synovial fluid was drawn off of the knee. On (B)(6), 2010, the pt was re-checked by her physician and laboratory tests were ordered. Crp was 80 and white blood cell (wbc) was 10.25. On (B)(6), 2010, the pt was taken to surgery, 6 l fluid irrigated through knee and tri-compartment synovectomy was carried out to affected tissue. The knee was injected with 0.5 mg marcain (bupivacaine hydrochloride and epinephrine injection) and the pt was discharged from the hospital the same day. Fluid showed (B)(6) and the pt was referred to the infection control physician. On (B)(6), 2010, the pt was seen by physician, laboratory work was repeated and pt instructed to keep taking ibuprofen. Crp was 78.6 and wbc was 13.46. On (B)(6), 2011, the pt was seen by the physician and improvement was reported. It was not known if the pt continued therapy with euflexxa. It was reported that no concomitant medications were taken by the pt. Medical history included no known drug allergies and no hepatic or renal dysfunction. This was the pt's second injection in her fourth series of euflexxa. Further info has been requested. If new significant info is received, a f/u report will be submitted. Root cause analysis: probably, based on the info provided at the time of the report.

Event description:
This serious report was from physician via an office mgr in the (B)(6). The pt, a 58(B)(6) female, received euflexxa (1% sodium hyaluronate) for an unk indication and was diagnosed with synovitis. On (B)(6), 2010, the pt was seen by the physician and instructed to ice her knee and take motrin (ibuprofen) 800 mg 3 x daily. On (B)(6), 2010, the pt received her second injection of euflexxa and returned to work that same day (the pt was a tile grouter and worked on her knees). On (B)(6), 2010, the pt went to the emergency room (ER) and fluid was drained off of the knee (unspecified). On (B)(6), 2010, the pt was seen back at her physician's office. According to the physician, the knee joint appeared stiff, however, ambulation had increased and no warmth was noted from the knee. On (B)(6), 2010, the pt was seen in the ER with a swollen knee and was diagnosed with synovitis and 10 ml of synovial fluid was drawn from the knee. Treatment included ancef (cefazolin), i.v. For 24 hours, remained overnight in the hospital. The pt was seen by the infection control physician and was discharged the next day on oral keflex (cephalexin) for 10 days.